Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no motor movement or negligible movement. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to corroded motor home switch also, unable to perform functional test including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement. The insulin pump was received with minor scratched display window, case and keypad overlay.